Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as "white meat" under the breast where the front te pad has caused irritation, clarified it's not bleeding or oozing but seems open. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown.